Event description:
A 4.5 full radius blade lot #50603478 x 1, lot 50618320 x1, lot 50613453 x 2 when used by surgeon during knee arthroscopy released metal shavings into the joint. All shavings were washed out with the irrigation.